Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, infection, additional surgery, abdominal wall wash-out. Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6), md. Office note. Necrotizing fascitis of abdominal wall, fell on wooden stake right lateral abdomen. In a coma 3 weeks. Still having areas dressed daily by nurse. That area has only a small place that does not appear to be healed. Abdomen: evidence of surgery, one very small area that is raw, does not appear infected. Impression/plan: abdominal pain ruq [right upper quadrant], luq [left upper quadrant] from previous surgery. On (B)(6) 2007: (B)(6), md. Office note. Has an awful appearing scar on abdomen where she had skin grafting. States still hurts. Abdomen: has some very loose skin at waist on right. On (B)(6) 2007: (B)(6), md. Office note. Chronic pain from surgeries for necrotizing fasciitis of abdominal wall. Has a twisted appearing scar on abdomen where had skin grafting. Abdomen: will need some re-constructive surgery later. On (B)(6) 2007: (B)(6), md. Office note. Abdomen: cyst on scar on left side of abdomen, red, tender. Impression/plan: sebaceous [sic] cyst in scar of one of her incisions. On (B)(6) 2007: (B)(6), md. Office note. Had infection on abdomen and I treated with levaquin [antibiotic], still ended up in hospital 3 days. On (B)(6) 2007: (B)(6). Statement of disability or incapacity. Physician statement: the patient is permanently and totally disabled and will never be gainfully employed again. On (B)(6) 2007: (B)(6), md. Office note. Has twisted scar, a lot of keloid. Impression/plan: abdominal pain, generalized. On (B)(6) 2007: (B)(6), md. Office note. Got disability. Twisted scar that pulls skin with the thick keloid. Abdomen: postsurgical area is twisted and pulls at skin when she rotates or I palpate the area. On (B)(6) 2009: (B)(6), md. Office note. She thinks right side is infected again. Tender touch. Lots of scar tissue. On (B)(6) 2009: (B)(6), md. Office note. Wanting to have a revision of scar tissue on abdomen that causes her so much pain when she moves, stretches. On (B)(6) 2009: (B)(6), md. Office note. Had surgery last month for abdominal hernia, had to have mesh placed. Then got an infection of staph, had to return to hospital. Abdomen: bandages and drains from surgery, did not unwrap. Postsurgical area is still twisted and pulls at her skin when she rotates or I palpate area. Tender, but has been since last surgery. Very loose skin at waist line on right. On (B)(6) 2009: (B)(6), md. Office note. Still having problems where she had surgery last month, incision still draining. Has had a terrible time since injured by falling on wooden stake. On (B)(6) 2009: (B)(6), md. Office note. Upset, has to have surgery again because her body is rejecting mesh they placed. On (B)(6) 2010: (B)(6), md. Office note. Had another problem with infection in her incision area of abdomen, had to go back to ER [emergency room]. Still draining pus, on antibiotics. On (B)(6) 2010: (B)(6), md. Office note. They have removed the mesh. She is disfigured from the surgery and infections that appear to be ongoing. Abdomen: bandages over wound. Postsurgical area is still twisted and pulls at her skin when she rotates or if I palpate the area. Tender, but has been since last surgery. Very loose skin at waist line on right. On (B)(6) 2011: (B)(6), md. Office note. Has another large mass that came up while she was lifting and pulling. Moving into new house, has been overworked. Chronic abdominal pain. Had mesh put in, but it appears it did not hold well enough for her activities. Generalized abdominal pain. Abdomen: there is a large bulge and I felt bowel through the skin. On (B)(6) 2012: (B)(6), md. Office note. Had mesh placed, has not held abdominal wall together. Constant abdominal pain from previous surgeries and hernia. Insurance refused surgery for hernia and twisted abdominal skin. On (B)(6) 2012: (B)(6), md. Office note. Wants to have abdomen fixed so it won¿t pull and cause so much pain. She cannot afford it at this time. On (B)(6) 2012: (B)(6) clinic. (B)(6), md. Discharge summary. Final dx: recurrent incisional hernia, abdominal wall. Previous clostridium perfringens with necrotizing fasciitis. Hx: necrotizing fasciitis after falling in a yard and getting perfringens. Extensive abdominal wall resection with reconstruction and grafting, previous incisional hernia with dissection and removal of the graft and now returns with multiple defects and symptoms. Large amount of pain. Abdomen has a large fascial defect in the right lower quadrant and in addition a smaller defect near the umbilicus, it reduces. Hospital course: taken to operating room, multiple defects. Incisional hernia using bio-a and primary closure. Wound drain, has been removed. Wound appears to be healing. On (B)(6) 2012: (B)(6), md. Office note. Had surgery, abdominal hernia repaired, feels better. Generalized abdominal pain. Abdomen: there is a large bulge and I felt bowel through the skin. Postsurgical area is still twisted and pulls at her skin when she rotates or if I palpate the area. Tender, but has been since last surgery. On (B)(6) 2013: (B)(6) clinic. (B)(6), md. Office note. Postop f/u. Recurrent incisional hernia repair. Previous necrotic infection of abdominal wall required extensive excision, repair and primary closure. Mesh inserted and infected. Extensive repair using bioate [sic]. Significant distortion of abdominal wall. Indurated area with her component closure. No evidence of infection. Advised to be careful with heavy lifting and to modify activity at 6 weeks. On (B)(6) 2013: (B)(6), md. Office note. Twisted abdomen skin. Hurts all the time from the twisting, pulling of tissue. On (B)(6) 2015: (B)(6), md. Office note. Wants to have her twisted abdominal skin and reconstruction of muscles fixed, to see if will help with pain. Chronic abdominal pain from scarring post-surgical, a wooden stake went into abdomen. Several operations for necrotizing tissue when she fell on wooden stake in yard with several dogs. On (B)(6) 2016: (B)(6), md. Office note. Wants to get scar modification and some untwisting of her abdomen, has not been able to afford it. [Incomplete record, missing page 2]. On (B)(6) 2017: (B)(6), md. Office note. She is planning on getting a lawyer for her mesh problem with her surgery on her abdomen. In constant pain, has to have medication to stand it. On (B)(6) 2017: (B)(6), md. Office note. She may need a lawyer for the mesh placed with her surgery on her abdomen. On (B)(6) 17: (B)(6), md. Office note. Having more and more pain in abdomen, trying to see the surgeon. Wants surgery to have something done that will help with burning, pulling pain she has, on twisting of the skin. On (B)(6) 2017: (B)(6), md. Office note. Went to see surgeon to modify scar and 3 hernias so she would have less pain. None of them want to do it. They all agree she needs it, but state it is so bad they feel uncomfortable doing it. On (B)(6) 2018: (B)(6), md. Office note. Impression/plan: abdominal pain r. 10.84 [ICD-10 code, generalized abdominal pain], surgery scheduled for (B)(6) 2018. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6) md, res. Operative report. Pre/postop diagnosis: necrotizing fasciitis. Indications: the risk of death without surgical intervention. Findings: extensive necrotizing fasciitis within the anterior abdominal wall advancing to the rectus musculature requiring resection of the right rectus and the anterior sheath of this structure. Operative procedure: wide debridement of necrotizing fasciitis of the anterior abdominal wall. Specimens: necrotizing fasciitis of the anterior abdominal wall sent for permanent and culture and sensitivity. Complications: none. Estimated blood loss: 125 ml. Drains: 10 jp flat x 2. Complications: none. Operative course: ¿after informed consent was reviewed the patient was taken to the operating room and placed in the supine position. He was prepped and draped in the usual sterile fashion. Preoperative antibiotics had been administered as well. A timeout was performed prior to the procedure. We made a transverse incision in the right lower quadrant atop the area that had been previously incised and drained in the emergency department. This allowed for extension of this incision in a medial and lateral direction. We then proceeded with dissection down through the skin and subcutaneous tissue. This tissue was noticeably necrotic and foul-smelling. There was no frank pus in the region, however, it was readily apparent that the tissue was devitalized due to the infective process. We proceeded superiorly to just abut the costal margin and then inferiorly all the way down to the mons pubis laterally. Soft tissue was taken all the way down to the fascia of the external abdominal oblique at the crest of the iliac on the right. We did take some abdominal oblique musculature in a more cephalad position. Medially the extent of the disease was most marked. We had to dissect into the rectus sheath noting that the rectus muscle itself was devitalized and the anterior fascia was necrotic as well. We did not enter the abdominal cavity. We did advance into the preperitoneal space and 1 small area just below the umbilicus. We then resected the tissue and achieved hemostasis with a combination of clamping and trying small vasculature as well as employment of bovie electrocautery. We irrigated with crystalloid solution. We then washed the tissue with dakin¿s solution. Finally we packed with 4 laparotomy pads covered with 4 x 4¿s after two 10 flat jp¿s had been placed into position. We then placed an ioban over the wound and placed it to suction. This allowed for vacuum seal here and we discontinued the operation. The patient was taken to the ICU intubated with hypotension on pressors at discontinuation of the operation.¿ (B)(6) 2006: (B)(6) md. Pathology report. Accession #: sjs-06-06354. Final dx: skin and soft tissue, abdomen: skin and soft tissue necrosis, stromal hemorrhage, extensive acute cellulitis, compatible with necrotizing fasciitis. (B)(6) 2009: (B)(6) md. Office note. History: had necrotizing fasciitis after falling into her yard where they have a lot of dogs. She had resection of the large part of the abdominal wall and eventually a skin graft. 3 hernias on right side of her stomach. Abdominal wall defect on the right side of the lateral abdomen extending from the inguinal area to the iliac crest. Exam: there is a large amount of asymmetry in the abdominal wall. There is a well-healed skin graft. Medial to this there feels like there probably is an incisional hernia. Impression: look at CT scan. Certainly repair of the abdominal wall would be extensive and even though while she is taking so much pain medicine, I do not see and obvious reason, but I will get back with her and we will try to this at (B)(6). (B)(6)2009: lexington (B)(6), md. Discharge summary. Final dx: incisional hernia secondary to necrotizing fasciitis. Procedure: incisional herniorrhaphy with mesh insertion. Hx: had necrotizing fasciitis with resection of her abdominal wall, subsequent skin graft and now has a large incisional defect. Pmh: chronic obstructive lung disease. Exam: large anterior abdominal wall defect laterally in the right abdomen. Hospital course: reconstruction of abdominal wall with mesh placed extraperitoneal inside the muscles. It extends laterally to her flank over the iliac crest and is secured with combination of sutures intact. (B)(6) 2009:(B)(6) md. Discharge summary. Admission date: (B)(6) 2009. Final dx: wound infection. Recent incisional hernia with mesh. Hx: patient was recently discharged from hospital having had reconstruction of abdominal wall with intraperitoneal mesh after having had necrotizing fasciitis. Discharged nine days ago, presents with wound infection which has been opened, cultured, placed on IV antibiotics, waiting culture results. Pmh: includes necrotizing fasciitis. Grafting to the abdominal wall to close the defect, now presented with an incisional hernia which was repaired. Physical exam: does not appear septic. Drainage from the mid part of her incision. There is erythema. Superficial tenderness. Initial white count was elevated at 12.5, after started drainage, it was 9.4. Wound culture that grew staph aureus methicillin resistant, staph epidermidis, pseudomonas aeruginosa, proteus _____ [sic]. Hospital course: wound care was initiated with effective drainage. CT scan showed some fluid around her graft but no evidence of air or infection at that level. Superficial wound infection. Responding to treatment. Worry that mesh may become infected but to date there is no evidence of this. (B)(6) 2010:(B)(6), md. Office note. Hx: continuing to drain from wounds. Had multiple re-admissions. Complaint is persistently drains from umbilicus and lower part of midline incision. Impression: I am concerned, as is (B)(6) that the duo mesh which we placed may have to be removed. Will get CT to look at complexity of the fluid collection. (B)(6) 2010: (B)(6), md. Radiology-CT abdomen/pelvis. Clinical information: infected mesh placement. Findings on CT abdomen: bowel and mesentery: stomach, small bowel and colon are normal. No mesenteric lymphadenopathy or peritoneal free fluid. Abdominal wall and skeletal structures: evidence of previous ventral hernia repair is seen with a mesh in situ. There is an 8.8 x 4.7 cm diameter fluid collection surrounding the mesh. Inflammatory changes are seen around this area. There is another ventral hernia below the level of the mesh is herniation of the omentum through a midline defect between the rectus muscles. Combined impression: fluid collection around the mesh. Additional ventral hernia in the midline below the level of the mesh. (B)(6) 2010: (B)(6). Microbiology report. Source: abscess. Gram stain: final: moderate proteus mirabilis. (B)(6) 2010: (B)(6) md. Office note. Hx: continues to drain purulent drainage. Drainage at both the umbilicus and out fistula. CT scan shows fluid collection around duomesh has the appearance of a recurrent hernia. Going to have to have graft removed or mesh, wound left open to heal secondarily and either re-exploration and biologic placed or allow this to heal by secondary intention. Tentatively scheduled on monday. (B)(6) 2010: (B)(6) md. Pathology report. Source of specimen: a infected mesh. Clinical hx: abdominal infected mesh. Preop dx: abdominal infected mesh. Final dx: submitted abdominal mesh: acutely and chronically infected graft site (mesh). Gross description: received is a single specimen. The specimen is labeled ¿abdominal infected mesh¿ and consists of at least three fragments. The first two and smaller fragments consist of possible skin with subcutaneous yellow-tan tissue. These two fragments in aggregate measure up to 2 x 1.5 x 1.4 cm. The third and largest fragment consists of membrane-like mesh material measuring up to 15 x 11.5 x 0.2 cm. Multiple metallic structures are noted along the mesh. Sutures are also seen. Some adherent tissue is present to the mesh. Representative sections of the adherent tissue and the separately submitted tissue are submitted within a single cassette. Microscopic description: the submitted soft tissue consists of relatively dense fibrous connective tissue and some overlying skin. There is mixed acute and chronic inflammation around superficial and deep dermal vessels and greater amounts of acute inflammation deep within the soft tissue investing defects from the mesh. A gram stain performed on this tissue demonstrates rare gram-variable coccoid forms only. Control material responds appropriately. Tissue code: t1 (B)(6) 2010: (B)(6) md. Discharge summary. Final dx: sepsis. Infected previous mesh repair. Hx clostridium perfringens. Gas gangrene. Operative procedure: exploratory laparotomy and removal of infected mesh, drainage of area in question. Hx: seen and evaluated at this hospital on multiple occasions. First seen with gas gangrene, extensive destruction of her abdominal wall, returned after treatment of her necrotizing fasciitis and had a skin graft. Returned and had a mesh repair of a large defect after elimination of ____ [sic]. Did well but this area became infected once again with subfascial inflammation, fluid, and a persistent draining sinus. Pmh: chronic obstructive lung disease. Exam: drain sinus at her umbilicus and a lower midline incision. Tenderness to the right of the midline but no inflammatory changes in the skin. CT scan demonstrated fluid in the perigraft area. Hospital course: midline incision mesh was removed. Area was extensively drained. Discharge instructions: postop antibiotic coverage. Discharged home on wet to dries. (B)(6) 2010: (B)(6). William walton, md. Office note. Hx: f/u exam. Wet to dry dressings by home health. Drains are out. Exam: large area to right of midline healed secondarily. Area about 4 cm x 3 cm deep, margins clean, healing well. Impression: no longer wants IV antibiotics, talked about removing her PICC line. Do not want to make decision until (B)(6)has assured her that he wants no further antibiotics. (B)(6) 2012: (B)(6) md. Office note. Hx: fall injury and that led to dog excrement which is in her backyard. She had clostridium perfringens and basically destroyed a significant portion of her abdominal wall. Secondary closure of an incisional hernia and now is back with recurrent incisional hernia which we have known about for years. She has delayed care and it had increased in size. Have had extensive discussion regarding the difficulties with repair, the use of mesh in a previously infected field, and what would be involved with placement of mesh into that area. Exam: abdomen is asymmetric. There is about a 4 cm defect below the umbilicus. Impression: recurrent incisional hernia. 07/02/10: (B)(6) md. Discharge summary. Final dx: sepsis. Infected previous mesh repair. Hx clostridium perfringens. Gas gangrene. Operative procedure: exploratory laparotomy and removal of infected mesh, drainage of area in question. Hx: seen and evaluated at this hospital on multiple occasions. First seen with gas gangrene, extensive destruction of her abdominal wall, returned after treatment of her necrotizing fasciitis and had a skin graft. Returned and had a mesh repair of a large defect after elimination of ____ [sic]. Did well but this area became infected once again with subfascial inflammation, fluid, and a persistent draining sinus. Pmh: chronic obstructive lung disease. Exam: drain sinus at her umbilicus and a lower midline incision. Tenderness to the right of the midline but no inflammatory changes in the skin. CT scan demonstrated fluid in the perigraft area. Hospital course: midline incision mesh was removed. Area was extensively drained. Discharge instructions: postop antibiotic coverage. Discharged home on wet to dries. (B)(6) 2010: (B)(6) md. Office note. Hx: f/u exam. Wet to dry dressings by home health. Drains are out. Exam: large area to right of midline healed secondarily. Area about 4 cm x 3 cm deep, margins clean, healing well. Impression: no longer wants IV antibiotics, talked about removing her PICC line. Do not want to make decision until dr. Kennedy has assured her that he wants no further antibiotics. (B)(6) 2012: (B)(6) md. Office note. Hx: fall injury and that led to dog excrement which is in her backyard. She had clostridium perfringens and basically destroyed a significant portion of her abdominal wall. Secondary closure of an incisional hernia and now is back with recurrent incisional hernia which we have known about for years. She has delayed care and it had increased in size. Have had extensive discussion regarding the difficulties with repair, the use of mesh in a previously infected field, and what would be involved with placement of mesh into that area. Exam: abdomen is asymmetric. There is about a 4 cm defect below the umbilicus. Impression: recurrent incisional hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical codes h6: updated investigation findings: h6: updated investigation conclusions: h6: health effect impact code: f1903: device explantation previous patient code (3191: appropriate term/code not available for ¿abdominal wall wash-out¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2006 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ necrotizing fasciitis ¿ abdominal hernia x3 o ¿abdominal wall defect on the right side of the lateral abdomen extending from the inguinal area to the iliac crest¿ ¿ abdominal wall gangrene ¿ hypertension ¿ chronic obstructive pulmonary disease ¿ methicillin resistant staphylococcus aureus [mrsa] ¿ obesity prior surgical procedures: ¿ 10/31/06: abdominal wall debridement of necrotizing fasciitis and skin grafting ¿ (B)(6) 2007: debridement of abdominal wall abscess implant preoperative complaints: ¿ (B)(6) 2009: ¿had necrotizing fasciitis after falling into her yard where they have a lot of dogs. She had resection of the large part of the abdominal wall and eventually a skin graft. 3 hernias on right side of her stomach. Abdominal wall defect on the right side of the lateral abdomen extending from the inguinal area to the iliac crest.¿ ¿there is a large amount of asymmetry in the abdominal wall. There is a well-healed skin graft. Medial to this there feels like there probably is an incisional hernia.¿ ¿ (B)(6) 2009: ¿in 2007 had multiple abdominal wall debridements [sic] and operations for a necrotizing skin and soft tissue infection of the right flank. Over the course of many years she has developed weakness resulting in hernia under the site of her skin graft overlaying this previous large wound.¿ implant procedure: open incisional hernia repair of the right flank with placement of dualmesh prosthetic into the preperitoneal space. Implant: gore® dualmesh® biomaterial (06761238/1dlmc04) 15 cm x 19 cm, oval. Implant date: (B)(6), 2009 ¿ description of hernia being treated: ¿a large, approximately 8 x 10-cm area of weakness in the right flank underlying a skin graft site from previous abdominal wall debridement.¿ ¿upon entry into the peritoneal cavity the right flank was palpated and noted to be extremely thin, with thinning the abdominal musculature and fascia. The decision was made to proceed with a preperitoneal placement of the mesh.¿ ¿ implant size and fixation: ¿a plane was created between the rectus muscle on the right and the peritoneal lining. This plane was extended down as far posterior as possible out to the anterior superior iliac spine, inferiorly approximately 3 cm beyond the flank, the hernia¿s origin superiorly. At this point the suture passer was used through stab incisions in the skin to secure sutures attached to the dualmesh in the appropriate positioning on the lateral aspect of the mesh. These were sutured into place. At this time protacker was used to attach the mesh to the rectus muscle. At this point the wound was copiously irrigated. It was inspected, noted that the mesh appeared to be in secure position. At this point the sutures were tied down and clipped off. The wound was copiously irrigated. Number 1 prolene suture was used to close the midline defect. It should be noted to the right side of the fascia was closed incorporating the peritoneum, mesh, and anterior rectus fascia to complete the closure of the plane overlying the dualmesh.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2009: hospital admission: ¿presenting to ER with midline incision wound infection. Pt [patient] noticed erythema & swelling starting 3 days ago that progressed, wound opened with purulent bloody drainage. H/o nec fasc [history of necrotizing fasciitis]. ¿ (B)(6) 2009: ¿mrsa wound infection¿ ¿ (B)(6) 2009: discharge summary: ¿wound care was initiated with effective drainage. CT scan showed some fluid around her graft but no evidence of air or infection at that level. Superficial wound infection. Responding to treatment. Worry that mesh may become infected but to date there is no evidence of this.¿ ¿ (B)(6) 2009: ¿incision still draining.¿ ¿ (B)(6) 2010: ¿still draining pus, on antibiotics.¿ ¿ (B)(6) 2010: ¿I am concerned, as is dr. Kennedy that the duo mesh [sic] which we placed may have to be removed. Will get CT to look at complexity of the fluid collection.¿ ¿ (B)(6) 2010: CT abdomen/pelvis: ¿evidence of previous ventral hernia repair is seen with a mesh in situ. There is an 8.8 x 4.7 cm diameter fluid collection surrounding the mesh. Inflammatory changes are seen around this area. There is another ventral hernia below the level of the mesh is herniation of the omentum through a midline defect between the rectus muscles.¿ explant preoperative complaints: ¿ (B)(6) 2010: ¿continues to drain purulent drainage. Drainage at both the umbilicus and out fistula. CT scan shows fluid collection around duomesh [sic] has the appearance of a recurrent hernia. Going to have to have graft removed or mesh, wound left open to heal secondarily and either re-exploration and biologic placed or allow this to heal by secondary intention.¿ ¿ (B)(6)2010: ¿roughly greater than a year ago had gangrene of the abdominal wall; underwent extensive debridement. A year then later, came back for her ventral hernia repair. Postoperatively, she did well. Unfortunately, months later, she had developed fluid collection surrounding her mesh which she had a fistula that came to her anterior abdominal wall. Upon evaluating this, dr. Walton had offered to remove the mesh. All risk, benefits and alternatives were explained to the patient. The patient was aware that she will have an incisional hernia after the surgery, as she will have no primary closure of her fascial defect.¿ explant procedure: removal of ¿infected dualmesh.¿ abdominal wall wash-out. Explant date: (B)(6), 2010 ¿ ¿bovie cautery took place down to the mesh. We then entered into the surrounding infected abscess cavity, which had encased the mesh. The mesh was extracted. We had moved coils, clips as well as prolene from the surrounding area. We then excised to [two] fistula tracts, including one at the umbilicus and one at the lower midline incision. All this was sent to pathology. Five liters of pulsavac irrigation was used. Following this, we had placed a blake drain and packed the wound with betadine soaked kerlix. The wound was left open.¿ relevant medical information: ¿ (B)(6) 2010: pathology: ¿. The specimen is labeled ¿abdominal infected mesh¿ and consists of at least three fragments. The first two and smaller fragments consist of possible skin with subcutaneous yellow-tan tissue. These two fragments in aggregate measure up to 2 x 1.5 x 1.4 cm. The third and largest fragment consists of membrane-like mesh material measuring up to 15 x 11.5 x 0.2 cm. Multiple metallic structures are noted along the mesh. Sutures are also seen.¿ ¿ (B)(6) 2010: progress note: ¿1) abd wall infx [abdominal wall infection] with mesh involved. Mesh out today. H/o [history of] mrsa/pseudomonas/proteus. 2) noncompliance with out-pt f/u [outpatient follow-up].¿ ¿ (B)(6) 2010: ¿large area to right of midline healed secondarily. Area about 4 cm x 3 cm deep, margins clean, healing well.¿ ¿[patient] no longer wants IV antibiotics, talked about removing her PICC line. Do not want to make decision until dr. Kennedy has assured her that he wants no further antibiotics.¿ ¿ (B)(6)2010: ¿they have removed the mesh. She is disfigured from the surgery and infections that appear to be ongoing.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use warn, ¿improper positioning of the smoother, nontextured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the gore® dualmesh® biomaterial instructions for use also warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 6/8/2007 were not provided. 06/09/07: progress notes. 06/08/07 surgery h&p. Abd abscess. Hpi: 3-4 day h/o elevated nodule in l lower abdomen + erythema and tttp. H/o necrotizing r lower abd soft tissue infection requiring significant debridement & hospitalization 10/06 ¿ 12/06. CT - llq abd wall fluid collection. A/p ¿ llq abd wall abscess with cellulitis. I&d. Wet to dry dressing change twice daily. Zosyn/vanc. Pain control.¿ 07/12/09: missing records, impression for the CT abdomen & pelvis ordered 07/12/09 were not provided. 09/18/09: operative report. Pre/postop diagnosis: right flank incisional hernia. Indication for procedure: ¿in 2007 had multiple abdominal wall debridements [sic] and operations for a necrotizing skin and soft tissue infection of the right flank. Over the course of many years she has developed weakness resulting in hernia under the site of her skin graft overlaying this previous large wound. She is taken to the operating room today for open incisional hernia repair of this flank hernia.¿ findings: ¿a large, approximately 8 x 10-cm area of weakness in the right flank underlying a skin graft site from previous abdominal wall debridement.¿ procedure performed: open incisional hernia repair of the right flank with placement of dualmesh prosthetic into the preperitoneal space. Complications: none. Specimens: none. Operative note in detail: ¿a midline laparotomy incision was made and carried down into the peritoneal cavity in standard fashion. Upon entry into the peritoneal cavity the right flank was palpated and noted to be extremely thin, with thinning the abdominal musculature and fascia. The decision was made to proceed with a preperitoneal placement of the mesh. A plane was created between the rectus muscle on the right and the peritoneal lining. This plane was extended down as far posterior as possible out to the anterior superior iliac spine, inferiorly approximately 3 cm beyond the flank, the hernia¿s origin superiorly. At this point the suture passer was used through stab incisions in the skin to secure sutures attached to the dualmesh in the appropriate positioning on the lateral aspect of the mesh. These were sutured into place. At this time protacker was used to attach the mesh to the rectus muscle. At this point the wound was copiously irrigated. It was inspected, noted that the mesh appeared to be in secure position. At this point the sutures were tied down and clipped off. The wound was copiously irrigated. Number 1 prolene suture was used to close the midline defect. It should be noted to the right side of the fascia was closed incorporating the peritoneum, mesh, and anterior rectus fascia to complete the closure of the plane overlying the dualmesh. After closure of the abdominal wall, the wound was irrigated and the incisions were all closed using skin staples. They were dressed with a sterile dressing...¿ the records confirm a gore® dualmesh® biomaterial (1dlmc04/ 06761238) was implanted during the procedure. 09/30/09: progress notes/doctors orders. S/p r flank hernia repair with mesh 9/18, presenting to ER with midline incision wound infection. Pt noticed erythema & swelling starting 3 days ago that progressed, wound opened with purulent bloody drainage . H/o nec fasc. Admit. Dx: abd wound infection s/p r flank hernia repair. Imaging: CT abd/pelvis with po contrast only.¿ 09/30/09: missing records, impression for the CT abdomen & pelvis ordered 09/30/09 were not provided. 10/04/09: progress notes. ¿ mrsa wound infection.¿ 10/05/09: PICC placement. ¿reason for placement: long term IV tx.¿ 06/28/10: operative report. Preoperative diagnosis: ¿infected dualmesh. Postoperative diagnosis: infected dualmesh with intraabdominal wall abscess.¿ operation/procedures: removal of infected dualmesh. Abdominal wall wash-out.¿ indications for operation: ¿roughly greater than a year ago had gangrene of the abdominal wall; underwent extensive debridement. A year then later, came back for her ventral hernia repair. Postoperatively, she did well. Unfortunately, months later, she had developed fluid collection surrounding her mesh which she had a fistula that came to her anterior abdominal wall. Upon evaluating this, dr. Walton had offered to remove the mesh. All risk, benefits and alternatives were explained to the patient. The patient was aware that she will have an incisional hernia after the surgery, as she will have no primary closure of her fascial defect. Informed consent was obtained.¿ operative description: ¿the patient was brought to the operating room on (B)(6) 2010. The patient placed supine on the table. Informed consent double-checked and a brief timeout commenced confirming the patient and procedure. The patient was prepped and draped in the usual sterile fashion. A midline incision was made, using a 10 blade scalpel. Bovie cautery took place down to the mesh. We then entered into the surrounding infected abscess cavity, which had encased the mesh. The mesh was extracted . We had moved coils, clips as well as prolene from the surrounding area. We then excised to [sic] fistula tracts, including one at the umbilicus and one at the lower midline incision. All this was sent to pathology. Five liters of pulsavac irrigation was used. Following this, we had placed a blake drain and packed the wound with betadine soaked kerlix. The wound was left open . The patient tolerated the procedure well. Specimens removed: coils, clips, prolene, infected dualmesh, purulent material. Estimated blood loss: 10ml. Complications: none acute. Drains: one blake drain.¿ 06/28/10: missing records, pathology report detailing analysis of the device removed during the (B)(6) 2010 procedure was not provided. 06/28/10: progress note. ¿impression: 1) abd wall infx with mesh involved. Mesh out today. H/o mrsa/pseudomonas/proteus. 2) noncompliance with out-pt f/u.¿ 07/02/10 ¿ 11/25/12: possible missing record for additional hernia repair with mesh. Operative report dated 11/26/12 mentions ¿multiple incisional hernia repairs in the past including two with gore mesh that had to be removed secondary to infection.¿ 11/26/12: operative report. ¿pre/postop diagnosis: recurrent incisional hernia. Procedure: open incisional hernia repair with bio-a mesh, measuring approximately 10 cm x 25 cm.¿ findings: ¿complex incisional hernia measuring 19 cm in total, midline length.¿ drains: two jp drains were placed in the subcutaneous space. Specimen: hernia sac to pathology. Complications: none immediate. Indication for the procedure: ¿multiple incisional hernia repairs in the past including two with gore mesh that had to be removed secondary to infection. The patient currently has no mesh in place, does have a quite large recurrent abdominal wall hernia. She electively desires this to be fixed. For further details, please refer to admission h and p. Description of the procedure: the patient¿s prior skin scar was excised with #10 blade scalpel. Bovie electrocautery was used to dissect the subcutaneous tissues down to the hernia sac. This complex hernia sac was freed from the surrounding tissues and excised. The hernia sac contained the bowel and omentum. Once excised and removed, a 19 cm defect remained. Looped 0 pds sutures were used to close the anterior abdominal wall fascia primarily with occasional interrupted 0 ethibond sutures in a figure-of-eight fashion to reinforce this closure. Due to patient¿s prior multiple mesh infections, bio-a mesh was used . A section of mesh approximately 10 cm wide x 25 cm long was used. This was sutured in an onlay fashion [sic] primary closure. This was held into place with simple interrupted 2-0 prolene sutures. Tacking the mesh down to the anterior abdominal wall fascia. The wound was then irrigated with warm normal saline. Two jp drains were sutured into place with 2-0 silk suture on top of this bio-a mesh in the subcutaneous space. Next, the subcutaneous space was closed down using simple interrupted 3-0 vicryl sutures. Skin was closed using a running 4-0 vicryl in a subcuticular fashion.¿ product identification records for the alleged ¿bio-a mesh¿ were not provided. (B)(6) 2012: missing records, pathology report detailing analysis of the hernia sac removed during the (B)(6) 2012 procedure was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.